Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a surgical trial procedure on (B)(6) 2019, the patient experienced a csf leak and headaches. As a result, the trial was ended early on (B)(6) 2019, and the lead was removed.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.